Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead was fractured and delivered three inappropriate shocks. Subsequently, this rv lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5169575.

Manufacturer narrative:
Combination product: yes.